Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's monitor would not power on fully. The pt's wife also reported that when she went to change the battery pack she smelled smoke coming from the charger. The pt was issued a replacement monitor and a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been investigated. As received, the monitor passed all functional testing. Upon evaluation, there was contamination and corrosion found on multiple components on the ca board, jtag table board and display assembly. The cause of the intermittent ability to power on is the extensive contamination and corrosion within the monitor. The root cause of the contamination and corrosion cannot be positively identified but is likely ingress of an unk liquid. Device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon receipt the charger could not recognize a battery pack. Upon investigation there was contamination on the battery connector plug-in board and the current controlling resistor q1 was thermally damaged on the bedside board. The cause for the inability to recognize a battery pack was the thermal damage to q1. The cause for the thermal damage to q1 is likely the contamination of the battery connector plug-in board. The root cause for the contamination cannot be positively determined bu is likely ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement monitor and charger. Device manufacture date: sn (B)(4). Sn (B)(4): 02/2012.